Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The patient stated that the device was not performing as expected as he continued to need pads. It was mentioned that there is a valve or other part of the device located between the anus and the scrotum, which is triggered when he sits down, resulting in urinary incontinence. The patient requested a referral to a specialist. The physician reports slow cuff closure cycle in office tests and recommends surgical review with possible cuff replacement. The aus is currently implanted. There were no additional patient complications.

Manufacturer narrative:
B3 approximated.

Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The patient stated that the device was not performing as expected as he continued to need pads. It was mentioned that there is a valve or other part of the device located between the anus and the scrotum, which is triggered when he sits down, resulting in urinary incontinence. The patient requested a referral to a specialist. The aus is currently implanted. There were no additional patient complications.